Manufacturer narrative:
MDR 8021545-2026-89080 / initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced three infusion sets adhesive issue on (B)(6) 2026 and the tapes was not sticking.